Event description:
The customer reported receiving an alarm on the insulin pump and insulin flowing out. The blood glucose was 80 mg/dl. The customer was advised to disconnect from the device and check the drive support cap. Upon inspection the customer noticed that it was protruded. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump unable to prime during prime test. An a33 alarmed during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratch on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.